Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test during pre-use check. Identification of issue has been done by analyzing problem description and service report. Based on technician statement, both pressure transducer printed circuit boards and expiratory channel printed circuit board were found defective and replaced to resolve the problem. Unfortunately, neither the device's logs nor the claimed part were available for further analyze, therefore the root cause to the reported issue has not been determined.

Manufacturer narrative:
Device related data quality updates only. A correction of field # d1 brand name, # d4 version or model #. D1 - brand name. Previous brand name: servo-s. Corrected brand name: servo-s base unit . D4 - version or model #. Previous version or model #: servo-s. Corrected version or model #: 6640440.

Event description:
Manufacturer's ref. #: (B)(4).